Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes heen able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and medical records received. After review of medical records, the patient complains that his leg would internally rotate and could not walk normally accompanied with discomfort. The patient was then revised for failed right tha. Operative notes reported that the anteversion of the femur was approximately 45 degrees. This was accompanied by a compensatory acetabular placement, a mal-alignment of the excessive anteversion and abduction. Due to the well intact stem one-third of the femoral window was fragmented, which was later put back in place. The cup was found to be 50 degrees abduction and forward flexed about 45 degrees. Doi: (B)(6) 2005; dor: (B)(6) 2007; right hip.